Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Microscopic visual inspection of the infusion catheter showed no abnormalities. The ultrasonic core, however, did show separation at 89.5cm from the strain relief. Functional testing could not be completed as a result.

Event description:
Reportable based on device analysis completed on 21apr2025. It was reported that error messages occurred. A 135x50cm ekosonic endovascular device was selected for use in the treatment of deep vein thrombosis. When in the interventional radiology (ir) suite, a device temperature too high error message occurred, so the pt3b console was swapped out for another one. The patient had just been transferred to the intensive care unit (ICU) when it was observed that the pt3b was not running. When started, it took approximately five minutes for the same device temperature too high error message to occur again. Troubleshooting was unsuccessful. The device was powered down for five minutes, but upon turning back on and starting therapy, an all msd groups disabled error message appeared. Troubleshooting was again unsuccessful, so it was decided that the procedure would be completed without ultrasound using the catheter as a standard drip infusion catheter. There were no patient complications as a result of this event, and the patient was reported to be doing well. However, device analysis revealed that the ultrasonic core was separated.